Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 28-mar-2016 from (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. The micro-insert placement was painful and according to reporter the pain lasted 55 days. The device was inserted only on one side. Consumer had a second appointment and the insertion was eventually successful. In (B)(6) 2015, six months after placement, the consumer started to experience leg pain, breasts pain, nagging pain, loss of libido, mood swings or emotionaly out of balance, memory loss, concentration problems, swollen abdomen, vaginal secretion, menopause complaints, fungal vaginal infections, varicose veins, and tietze's syndrome. Relation and/or family problems were reported. Doctor has been contacted and she had appointments with a gynecologist. Essure was removed on (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nagging pain (interpreted as pelvic pain). Essure was removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, she experienced this event about 6 months after essure insertion. Based on its nature and considering a compatible temporal relationship, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.